Event description:
Balloon (ptca) burst after inflation to 20 atm. Balloon not completely deflated and when crossed left main had spasm leading to cardiovascular collapse. Did not require CPR. Received medical intervention and iabp prolonged hosp stay.